Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and confirmed the leak. The fse replaced the blood sampling valve (bsv) rotary valve assembly resolving the leak and ran shutdown and a startup; results met published specifications. Failure mode was related to the bsv assembly which needed to be replaced. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that an unknown amount of clear/blue fluid of unknown source was dripping inside the coulter lh 500 hematology analyzer. The leak was contained within the instrument. The material safety data sheet (msds) was not reviewed. There is an exposure control/risk management plan in place at the facility. The operator was wearing gloves and a laboratory coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.